Event description:
It was reported that during a surgical procedure, the blade broke. No further information was provided.

Manufacturer narrative:
H6: the quality investigation is complete.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not available for evaluation.

Event description:
It was reported that during a surgical procedure, the blade broke. No further information was provided.